Event description:
A malfunction was reported on the pump. The blood glucose level of the customer did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump and assisted the caller with the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to reach out if any issues reoccurred.